Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a moderately calcified, moderately tortuous, 80% stenosed right posterior descending (rpda). During the procedure, a viperwire guide wire spring tip dislodged. It was indicated the oad contacted the viperwire spring tip which led to the fracture. The fractured component was able to be retrieved with a snare. A new viperwire was used. During the procedure with the new viperwire, the oad again contacted the viperwire spring tip leading to a fracture. The fractured component, which was 2.5 centimeters, remained in-vivo and was entrapped with a drug-eluting stent. A non-abbott wire was used to continue the procedure. The patient was in stable condition. In total, three to five treatments on low speed were performed with orbital atherectomy. There were no issues with the oad observed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention appears to be related to user error. In this case, it is possible that the reported device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. It was reported that the oad driveshaft came in contact with the viperwire guide wire spring tip, leading to the spring tip fracturing. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: "use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional viperwire referenced in b5 is filed under a separate medwatch report number.